Event description:
It was reported that a nim eclipse controller was ¿not working¿ preoperatively. The brain tumor surgery did not commence until 30 mi nutes later, while a backup device was put in place to utilize in the procedure. Therefore, there was no patient involvement or impact as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was able to confirm the alleged issue, as the stim board was faulty. The device was updated to current design specifications, tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.